Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the internal battery to address the reported issue.

Event description:
The customer reported that their ltv ventilator had a reset alarm occur. Upon evaluation of the event trace log, a ln vent entry was noted (ventilator shut down). The customer reported that there was no patient involvement.